Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when the stapler was applied on the stomach tissue on the second firing, the device¿s jaw locked on the tissue. It was stated that the reload finished firing and the knife returned to the starting point so the surgeon slowly pulled the tissue out with a grasper. Once the instrument was removed out of the patient, the reporter unloaded the reload even the reload jaw was firmly closed. The device was removed from the adapter and re-attached and the stapler was re-booted to complete the case. There was no patient injury.